Manufacturer narrative:
Idrt-sl is not approved for sale in the united states and this study investigated a technique not included in the united states. The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
It was reported during a study conducted in (B)(6), titled: (B)(4), implantation of the idrt sl in one step was applied to the pt's leg on (B)(6) 2013. On (B)(6) 2013, it was observed the graft totally failed. A new graft was performed on (B)(6) 2014.